Event description:
Approximately twenty-seven and a half months after vad implantation, the patient was admitted for management of a thrombus on the outflow graft. The patient's baseline heart rhythm was ddd paced (dual mode, dual chamber, dual sensing). Following pump exchange, the patient went into ventricular tachycardia (vt) at a rate of up to 300 beats per minute (bpm). The patient's ICD had previously been turned off. The patient remained responsive with a mean arterial pressure (map) greater than 70mmhg. The patient had previously been placed on norepinephrine. He then received three separate intravenous boluses of amiodarone 150mg, 4 grams of magnesium sulfate IV and 20meq of potassium chloride IV, with no change in rhythm. He remained in ventricular tachycardia with decreased lvad flows. He was subsequently cardioverted with 200 joules and converted back to a baseline ddd paced rhythm at 90bpm. ICD interrogation revealed he had been in this rhythm intermittently for approximately 5 hours. The patient's daily dose of amiodarone was increased from 200mg every other day to 400mg twice daily. He had no further issues with heart rhythm throughout the remainder of hospitalization and was discharged several days later.

Manufacturer narrative:
Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Hvad® pump was not returned to heartware for evaluation. Based on review of all the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed; arrhythmias may be a result of lvad implantation and/or therapy, electrolyte abnormalities, cardiomyopathies, antiarrhythmic medications, infectious and inflammatory diseases, or may be idiopathic. Arrythmia is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. No additional information will be forthcoming.